Event description:
During a one level fusion of l5-s1, the surgeon was trialing the disc space to determine the proper size of the implant, when the trial head disassociated from the handle. The trial was removed after further dissection, which caused a 40 minute delay in surgery. There was no reported injury to the patient.

Manufacturer narrative:
The 2 year rule list of reportable events was reviewed and this event is similar to a previous event, therefore it is reportable.